Event description:
It was reported that the atrial lead exhibited high thresholds and poor sensing, and the device experienced premature battery depletion. The lead was capped and replaced and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 lead implanted: (B)(6) 2008. (B)(4).